Manufacturer narrative:
Device has a few scratches along the sides of the case. Did not note any cracks around the reservoir tube lip or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia as well as insulin pump had cracked at front of the reservoir lip. Customer's blood glucose level was 34 mg/dl at time of incident and treated with orange juice and food. Customer stated that the reservoir able to lock in place when inserted into insulin pump. Customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.